Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenotic lesion being treated was located in the moderately tortuous proximal right coronary artery. After implanting the 3.50mm x 28mm promus element stent delivery system (sds), the physician used a non-bsc balloon for post dilatation and the stent became 'deformed'. A non bsc balloon was used to complete the procedure. No further patient complications were reported and the patient status is good.